Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had dislodged and was not capturing. No resolution was reported, and the patient was stable.

Event description:
New information received on (B)(6) 2020, indicates that the lead was re-positioned on (B)(6) 2020, and the patient was stable throughout.